Event description:
Correction: during the removal, the head of one locking screw broke.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a removal of an osteosynthesis due to discomfort. Originally, a tibial valgus osteotomy by a proximal internal opening of the tibia was done due to an isolated internal femoro-tibial gonarthrosis three (3) years ago using a four-hole titanium tomofix medial high tibia plate. During the removal, the heads of three (3) screws broke during unscrewing (4 revolutions) without constraint, the body screw was partially removed from the bone and the removal of the body screw was successfully done with a clamp. The procedure was completed without surgical delay and no patient consequence. Concomitant device: screwdriver (part unknown, lot unknown, quantity 1). This report captures the revision procedure due to discomfort. The intra-operative issue is captured on related complaint (B)(4). This report is for a locking head screw. This is report 5 of 9 for (B)(4).